Event description:
Upon firing of garrotte wire, a "pop" was heard. Post firing x-rays showed no wire or loop remaining. Upon removal of device from breast a small stalk of tissue remained on sample which required simple scalpel dissection to remove.